Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2022 to treat shoulder and upper back pain. On (B)(6) 2024 the firm was notified that the patient was scheduled for a surgical revision on that date. Investigation discovered that the patient had lost significant weight after having the nalu system implanted, leading to issues with connectivity between the implantable pulse generator (ipg) and external therapy discs. Procedure on (B)(6) 2024 was intended to move the existing ipg to a more stable position. During the procedure there were concerns of ipg damage from handling, thus a replacement ipg was used. Existing leads remain implanted and in use. The system was activated on (B)(6) 2024 and no further issues have been reported.

Manufacturer narrative:
There are no allegations or indications of any system or component failure. Significant weight loss can change the tissue and skin quality and stability around the implant, leading to the communication issues noted by the patient.